Event description:
The customer reported to olympus that the video system center image does not appear. The issue was observed during preparation for use on an unknown therapeutic procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed; no image from the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image is not displayed due to connecting to the video connector that was not completely dried. The event can be prevented by following the instructions for use which state: [6.3 connection of an endoscope] "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.". Olympus will continue to monitor field performance for this device.